Event description:
Nurse attached the piperacillin and tazobactam to the add-vantage system and began mixing the product. At which time fluid began leaking from the base of the glass piperacillin bottle. No visible cracks seen in the bottle and fluid not coming from the connection site where the vial screws into the piggyback bag.